Event description:
It was reported that during the attempt to split the peelable sheath, one of the wings snapped off and generated small plastic chips. No pieces remained inside the patient. The physician experienced difficulty in splitting the sheath and decided to use a different sheath.